Event description:
Patient allegedly received a filter on (B)(6) 2001 via the right internal jugular vein due to blood clots and was successfully retrieved (B)(6) 2020. Patient is alleging occlusion and chronic thrombosis. Patient notes and further alleges experiencing "my legs would swell up and burst open and would take months to heal. Vericose [sic] veins in my legs. Constant pain in my legs", and physical limitations. Per a computed tomography (CT) abdomen and pelvis: "ivc filter with the tip at l1-2 interspace. The ivc demonstrates chronic narrowing at the level of the filter with diminutive caliber inferiorly with noted of calcified thrombus extending into bilateral iliac veins similar to prior. Extensive venous collateral system again noted with collateral vessels in the bilateral inguinal region, anterior abdominal wall with recannulized umbilical vein as well as prominent perivertebral, lumbar, and a dilated azygos veins noted". "Impression: 1. Ivc filter with chronic inferior caval thrombosis and stenosis again noted extensive collateral venous system as described not significantly changed". Per the successful percutaneous filter retrieval: "cavogram was performed using co2 through the bilateral saphenous vein access sites. This demonstrated occlusion of the infrarenal cava, right common and external iliac veins as well as left common iliac vein with formation of marked collaterals. There was also marked narrowing of the right external iliac vein". "Impression: 1. Successful removal of ivc filter. 2. Successful recanalization of infrarenal ivc, bilateral common and external iliac veins and stenting of the recanalized veins". "After termination of the procedure, the patient became agitated and required restraints".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: thrombosis/occlusion/stenosis, leg edema/skin lesions/pain, varicose veins, physical limitations. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported leg edema, skin lesions, pain, varicose veins, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter in 2001, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.